Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the left ventricular lead exhibited loss of capture. X-ray imaging showed that the lead had dislodged. The patient presented for a lead revision procedure. During the procedure, the physician had difficulty flushing the lead and proceeded to successfully explant and replace the lead. The patient was stable.